Event description:
The laboratory reported false high troponin I results on three pt samples prior to repeat testing. Elevated results of the magnitude observed might initiate a cardic catheterization. There was no report of pt harm as a result of this event.